Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the sheath adhesive detachment could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, degradation, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician found the bending section sheath adhesive to be detached and issue was repaired. There was no patient involvement, and no harm was reported as a result of the event.